Manufacturer narrative:
"This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: added: d9. The actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product has not returned to depuy synthes; however a photo was provided for review. Visual inspection of the returned photo found that the anchor was still attached to the inserter. The anchor was broken at the distal end. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the 4.75 healix advance kntlss br would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the broken anchor can be traced to off axis insertion and levering during insertion. As per IFU- 111119 improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary- the product was returned to depuy synthes for evaluation. Visual inspection found that the anchor was broken at the distal end and still attached to the inserter. The overall device surface had foreign matter, presumably biological residue. Not all the broken fragments were returned for evaluation. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the 4.75 healix advance kntlss br would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the broken anchor can be traced to off axis insertion and levering during insertion. As per IFU- 111119 improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: ¿ the product has not returned to depuy synthes, however a photo was provided for review. ¿ visual inspection of the returned photo found that the anchor was still attached to the inserter. The anchor was broken at the distal end. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the 4.75 healix advance kntlss br would have contributed to the complained device issue. ¿ based on the investigation findings, the potential cause for the broken anchor can be traced to off axis insertion and levering during insertion. As per IFU improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non-conformance regarding this lot.

Event description:
It was reported that during a rotator cuff repair surgical procedure it was observed that the 4.75 healix advance kntlss br device anchor broke off. All broken parts were removed. Another like device was used to complete the procedure. There was a five minute delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.